Manufacturer narrative:
Additional information received: it was reported that the type ia endoleak was observed on angiogram approximately 1 month later. In tervention was performed and a non-medtronic stent was placed at the bend of the neck within the main body and post-dilated with a 20mm balloon. Final angiogram demonstrated the endoleak was no longer present medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that a patient was initially treated for a 46mm right common iliac aneurysm using an endurant iis stent graft. It was noted that the diameter of the aorta at the renal artery was 18mm . During a routine follow-up visit imaging revealed a type ia endoleak, and the current aneurysm measurement was noted to be 43mm. Future treatment for the aneurysm is planned but has not yet been scheduled. No patient complications have been reported as a result of this event.

Manufacturer narrative:
Product analysis conclusion: the reported type ia endoleak was confirmed; however, the cause of the event could not be conclusively determined from the film available. Lack of pre-implant cts did not allow for assessment of the pre-implant anatomy, and earlier post-implant cts were not available for comparison of the stent graft in vivo configuration since implantation. It is possible that the significant angulation observed in the proximal infrarenal aorta may have been a contributing factor. Analysis of the returned films did not reveal any out-of-specification stent graft integrity issues. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Manufacturer narrative:
B5; additional information received: the likely cause of the type ia endoleak per the physician is the tortuous infrarenal aorta/angled neck. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.